Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. Functional testing confirmed an air leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal seal; the distal seal had been torn. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the punctured seal and subsequent leak is consistent with direct contact between a brk needle/stylet assembly and the seal during insertion. The IFU suggests the following steps as part of the brk needle/stylet assembly insertion process: "separate the sheath and dilator by withdrawing the dilator approximately 5 cm." Also, "insert the needle/stylet into the dilator. Advance the needle/stylet under fluoroscopy until it is approximately 2 cm from the dilator tip inside the sheath." The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During atrial fibrillation procedure, an air leak occurred. After placing the sheath, prior to placing the catheters and needle, air was aspirated into the syringe that connected to the extension port of the sheath. Several aspirations were attempted but the air was still aspirated. The sheath was replaced and the procedure was completed with no adverse patient consequences to the patient. No additional femoral vein puncture was required for replacing the sheath.